Event description:
It was reported that during a da vinci-assisted surgical procedure, coagulation was not possible due to an insulation defect on the top of fenestrated bipolar forceps (fbf) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the tool had been inspected before use. They did not register any unusual damage. During the procedure, the coagulation functionality on the instrument was lost. First, the power cord was removed, with no response, and then the entire instrument, which was already fully functional. Then, during a thorough inspection with a magnifying glass, a crack was found on the cable insulation at the tip of the tool. Robotic hemicolectomy was being performed when the issue was identified. After magnification, a crack was visible on the insulation. The reporter was not able to answer if the cable was intact or broken in half. Thermal changes were not visible at the site of damage, the instrument did not coagulate. The surgeon was not aware of any collision of instruments during the operation. There were no problems removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. An image associated with this reported event was submitted for review. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: they don¿t see any signs of thermal damage. It looks like the conductor wire is damaged and the wire is exposed as a result. They are not able to tell if it¿s a full break so the instrument should be returned for analysis if not already done so.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have damage to the conductor wire's insulation at the grip hub. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h10/h11 for follow-up information.